Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that placed the implant. Reached the greed burr, stability was to high decide to unscrew the implant back. The impression coping fractured inside the implant. Wasn´t able to remove the fragment piece decide to triphine the implant. Implant didn´t move removed piece from platform with high speed the untorqued the implant.

Event description:
It was reported that clinician first prepared the osteotomy and tried to inserted the implant with the mount, the torque was going to be very high, removed the implant with the mount and widened the osteotomy, tried again to insert the implant with the mount, that¿s when the mount broke, and the implant got stuck with one third supra crestal. The implant wasn¿t moving, had to used the extraction forceps to remove the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint reported lack of primary stability, and mount fracture. Regarding the ¿lack of primary stability¿: similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. One implant (tsvm4b8), and mount were returned for investigation. Visual/physical evaluation of the as returned devices identified that the mount hex was fractured. Additionally, the implant¿s drive feature was severely damaged possibly during removal. DHR review for the lot (1245009) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1245009) and no similar event or complaint was found. (Complaint category keyword: lack of primary stability; fracture: mount). The customer did not submit any images/x-ray. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques may cause device failure. Based on the investigation and risk management file review, the most likely root cause determined was excessive torque used during placement and patient factors. Therefore, based on the available information, device malfunction did occur, and the reported mount fracture was confirmed. However, lack of primary stability event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.